Event description:
An event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch reported that a leakage at filter vent during infusion. Mannitol was involved in the event. There was patient involvement and no reported patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the device, a probable cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.